Event description:
Nurse reported that she received a needle stick injury from a used pen needle that her patient had already uses. Nurse went to urgent care and received a tetanus shot.

Manufacturer narrative:
No product has been received to date, if product is returned, analysis will be conducted. Unable to run complaint history check or device history review as lot number is unknown. Regulatory compliance will continue to monitor on monthly trend reports.